Manufacturer narrative:
No phaco tip sample was received for eval. One component lot number was identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the review. The product was released according to the MFR's acceptance criteria. The root cause cannot be determined from this eval. (B)(4).

Event description:
A customer reported that metal was found in the ultrasound tip while the tip was being used during surgery. The metal was removed from the eye but the customer is concerned about the possibility of residue remaining in the eye. The procedure was completed with no harm to the patient. After the procedure it was confirmed that there was no metal on the iris with a constricted pupil